Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013: force sensor reading out of specification.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box revealed records of loss of prime with cartridge reloads. On testing, the pump successfully performed a rewind, load and prime sequence without loss of prime occurring. The pump was exercised for 24 hours without loss of prime occurring. Evaluation of the force sensor revealed it was out of specification. The pump was opened for investigation and revealed no damage, defect or contamination of the interior pump components.